Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2019. Batch # r93a5l. Device analysis: the analysis results found that the er320 device was returned with no damage in the external components and with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be no damage. In addition, 1 malformed clip returned inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 15 clips as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot number r40j35, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number r93a5l , and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device did fire. The clips were malformed.